Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision right thr performed on (B)(6) 2016 at (B)(6). Proximal 11x16x150 srom stem 36+6 lateral - fractured within sleeve junction. Stem and sleeve well fixed- required extended trochanteric osteotomy for removal. Four cables applied. Surgeon noted that cause of fracture wasn't determined. Stem illustrated good fixation.

Manufacturer narrative:
Conclusion and justification status: the complaint states revision right thr performed on (B)(6) 2016 at (B)(6). Proximal 11x16x150 srom stem 36+6 lateral - fractured within sleeve junction. Stem and sleeve well fixed- required extended trochanteric osteotomy for removal. 4 cables applied. Surgeon noted that cause of fracture wasn't determined. Stem illustrated good fixation. Revised with a distal fixation 'reclaim stem'. A complaints search did not identify any anomalies. A review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.